Event description:
It was reported that statlock broken during use. No other information was provided. 05/23/2024 - six devices were returned for evaluation. The six returned devices exhibited a break in the base of the retainer where the clip attaches. This report addresses the sixth device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The complaint of a damaged statlock is confirmed and was determined to be use related. The products returned for evaluation were 6 universal plus statlocks. All 6 appeared to be used. Microscopic inspection of the statlock retainers revealed all 6 had a break in the base of the retainer where the clip attaches onto. The break in the base of the retainer likely occurred from applying excessive force to close or open the door on the statlock. This complaint will be recorded for future trending and monitoring purposes.